Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2018 with high blood glucose of over 400 mg/dl. The blood glucose at the time of the incident was 33 mg/dl and current blood glucose was 388 mg/dl. Customer treated high blood glucose with the manual injections. Performed displacement test, self-test and high pressure test on the insulin pump and all tests were passed. Based on what is being reported customer does not allege pump under delivery. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device will not be returned for analysis.